Event description:
The customer complained that a patient sample yielded a false positive result with seraclone anti-a art.-no. 801325100, lot 7038090-09. The patient was supposed to have blood group b. The patient's sample that had caused false positive was sent to us for quality control, but none of the supposedly defective product was returned. Therefore, the patient sample was tested with our retained sample in the immediate spin method. The sample showed a +/- reaction. During a longer incubation at 4 degrees c -which is not according the informations of the instruction for use- a weak positive reaction was observed. The patient's sample was sent for molecular typing of the abo blood group to an external laboratory. We are still waiting for the results.